Event description:
After the implant in 1982, rptr's vision was fairly good for about 6 years. After that it seemed like the lens moved and his vision declined. He had his eyes checked several times but was not told of any problem. In 5/94 he went back to the dr who implanted the lens. He told rptr at that time that the MFR had sold him a faulty lens and the MFR took the model off the market in 8/83. Rptr continued to see his dr until 5/87 and was never informed of the problem.